Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an errc 6 message on their precision xtra meter which prevented her from testing her blood glucose. Customer also reported one episode of falling off her bed and was found to have lost consciousness by her mother. Customer reported being incoherent with a glucose level of 27 mg/dl. She was taken to wedowee hosp where she was diagnosed with severe hypoglycemia with reading of 40 mg/dl. Customer reported eating a chicken patty, corn, rice and fruit cocktail to counteract her symptoms and was treated with some sugar at the hosp. It is unk if the adc meter contributed to the reported event, an investigation into the details of this event is in process.